Manufacturer narrative:
B3: estimated based off the data that was reviewed from patients implanted starting in 2016. Sec e: although these events occurred in the united states, the author of the article is from germany. Literature citation: thevathasan t, et al., (9 july 2023). Safety and healthcare resource utilization in patients undergoing left atrial appendage closure - a nationwide analysis. Journal of clinical medicine, vol. 12(4573). Doi:https://doi.org/10.3390/jcm12144573.

Event description:
It was reported via literature article that serious injuries occurred. The following event was obtained via a retrospective article following 11,240 patients who underwent a left atrial appendage closure procedure and were implanted with a watchman closure device between the timeframe of 2016 and 2019 in the united states. Of the 11,240 patients, 26 patients experienced ischemic strokes, 28 patients experienced a transient ischemic attack (tia), 9 patients experienced a systemic embolism, 85 experienced a pericardial effusion, 608 experienced a major bleed, 1 patient's watchman closure device embolized, and 16 patients experienced in-hospital deaths.